Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the esd700 component was drawing excessive current. The cause of the test failures is a shorted esd700. The cause of the shorted component is the excessive current draw. The root cause of the excessive current draw cannot be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor returned a belt indicating that it failed incoming pulse testing.